Event description:
Patient allegedly received an implant on (B)(6) 2009 via right internal jugular vein due to post deep vein thrombosis (dvt). Patient is alleging tilt, organ perforation and vena cava perforation. Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2018, ¿findings: there is an infrarenal ivc filter in place. Evaluation is mildly limited given lack of IV contrast. There is perforation of the larger dominant struts outside of the cava. One leg abuts the calcified wall of the posterior aorta, without clear penetration into the lumen (series 2, image 77, 78). 2 of the small struts appear to extend to the origin of the right gonadal vein (series 2, image 72). There is no significant lateral tilt of the filter, mild approximately 15 degrees of anterior tilt without definite abutment of the caval wall. One of the posterior struts appears immediately adjacent to the anterior vertebral body at the approximate level of l3, without bony perforation. No strut fracture is identified. The cava denies not appear narrowed/stenosed, though evaluation is limited without contrast. There is a minimally prominent bilateral retroperitoneal lymph nodes, nonspecific.¿

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: the following allegations have been investigated: vena cava/organ perforation, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 20 devices in lot. No other complaints on lots. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2009". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.